Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was sensing baseline noise on the ventricular channel resulting in pauses in pacing.